Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, the clinician switched to ventilator mode and the unit alarmed for flow sensor errors. There was no reported patient injury.